Manufacturer narrative:
This lot was manufactured november 12, 2016 ¿ november 14, 2016. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow of fluid was not observed in a small volume infusor after priming. There was no patient involvement. No additional information is available.